Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Product ID: 3389-40, lot# 0208660991, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 3389-40, lot# 0208660988, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 23-jun-2018, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-aug-2018, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4). Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection around their lead/extension connection point. This was accompanied by weeping and swelling around the connector. No external/environmental/patient causes were known. No known diagnostics or troubleshooting was performed. Antibiotics did help initially, however the infection was not resolved. Tyrx was used at the time of the last ins replacement and the infection did not appear to start at the ins pocket or has yet to travel to the ins pocket. The entire system was explanted. The issue was resolved at the time of the report. No further complications were reported as a result of this event.